Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during fill. The home patient (hp) stated that all of the bags were empty. The hp also stated that she had disconnected the heater bag and added a new bag. The technical service representative (tsr) advised that the hp would need to end therapy, and that he could not disconnect and reconnect a bag during therapy. The tsr assisted in ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had not reported this incident, and she would follow up with the patient. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.